Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned or additional information received, a follow-up report will be submitted. (B)(4).

Event description:
The inner wrap of the table lines in this custom pack does not have the corner folded down so it can be easily opened to the sterile operating field. No patient injury was reported to have occurred as a results of this event. Related to MFR report# 2248146-2014-00065.